Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber tip broke without causing any damage to the patient after 12 minutes of use. The procedure was completed using a turp. There were no patient complications.

Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber tip broke without causing any damage to the patient after 12 minutes of use. The procedure was completed using a turp. There were no patient complications.

Manufacturer narrative:
With all the available information, boston scientific concludes the fiber tip was attached to the fiber and the hene (helium-neon) laser fixture did not identify any breakage along the length of the fiber. Analysis did identify the glass cap was rotating independently of the metal cap, indicating a glue failure; therefore, the report event of broken fiber tip is not confirmed. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including fiber rotating within metal cap due to distal circumferential fractures. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on the analysis result and information available, the fiber tip was found to be attached, and the procedure was completed without patient complications. The information reasonably suggests that the identified glue failure is unlikely to cause patient harm if this was to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber tip broke without causing any damage to the patient after 12 minutes of use. The procedure was completed using a turp. There were no patient complications.